Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed. Complainant indicated that the first set of electrode pads involved in the reported malfunction were not retained by the customer.

Event description:
Complainant alleged that while attempting to cardiovert a patient, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. A second incident report involving the same customer with the same device was reported on medwatch 1220908-2011-00162.